Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited low impedance and noise which led to inappropriate mode switches. No intervention or patient symptoms were reported.

Event description:
New information indicated that during an upgrade procedure on (B)(6) 2016, the lead was capped and replaced. The patient was stable post procedure.